Event description:
Reportable based on the product analysis completed on (B)(6) 2012. It was reported that during an unspecified procedure, the guide wire was unable to be advanced through a catheter. The target lesion was located in the right internal carotid artery. The physician used the 035/180 zipwire guide wire without any issues during the first part of the procedure then removed the device and stored it in a saline solution. When the physician attempted to use the zipwire guide wire a second time it was not possible to advance it through an unspecified catheter due to swelling of the hydrophilic coating. The coating felt rough. The procedure was completed with another .035/180 zipwire guide wire. There were no patient complications and the patient's status is stable. However, the returned product analysis revealed that the core wire was exposed.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluation: after injecting the dispenser assembly with approximately 10cc of room temperature blood-bank saline, the specimen was removed from the dispenser. The specimen coating appears visually and tactility consistent when examined at 1x - 18 inches, unaided, wet. After allowing it to dry out, when examined at 1x - 18 inches, unaided, the visual and tactile surface appearance of the specimen is acceptable per the inspection criteria. The specimen presents a large radius bend over the distal 5cm with approximately 1.0mm of the ground core wire extending from the distal end of the polymer jacket material. Microscopically, aside from wear and abrasion and inclusions of dried blood-like matter imbedded within the coating consistent with clinical use, the specimen coating appears to be smooth and consistent. Except where noted, the specimen device appears visually and dimensionally correct. The batch number is unknown; therefore the manufacturing records for the complaint device cannot be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4)